Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using the procise xp wand, the wand clogged with tissue and was unable to be unclogged. The procedure was ultimately completed using a competitor's suction cautery product. There were no significant delays or pt complications reported as a result of this event.